Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly calcified and severely tortuous posterior descending artery of the right coronary artery (rca). After a non-bsc guide wire crossed the lesion and intravascular ultrasound (ivus) was performed, a 2.5mmx15mm non-bsc balloon catheter was advanced for pre-dilatation. Subsequently, a 2.75mm x 32mm liberté¿ stent was advanced to treat the lesion, however, the device was not able to cross the lesion. Additional dilatation was performed with 2.5mmx15mm non-bsc balloon catheter but still the device failed to cross. The device was then removed from the patient and upon inspection outside patient's body, it was noted that the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported. Patient's status was good.